Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the previous mean gradient was measured at approximately 7 years following the valve implant and was 4.02 millimeters of mercury (mm hg). There was no evidence of thrombus. No treatment or intervention performed or planned.

Event description:
Medtronic received information that approximately nine years, eleven months following the implant of this transcatheter bioprosthetic valve, at the ten-year post-operative follow-up appointment an echocardiogram was performed and showed increased calcification of the aortic valve with reduced mobility. The aortic valve annulus was 1.0 cm2 with a mean gradient of 48.5 mm hg consistent with prosthetic valve stenosis. The patient was new york heart association functional classification ii with dyspnea on exertion. There was no intervention performed and the stenosis remained ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.